Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was receiving lost sensor alerts. The customer also reported that the insulin pump was not communicating properly with the transmitter. During troubleshooting, the customer removed the sensor, but did not see the cannula. The customer was unable to locate the cannula and was advised to seek medical attention. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.